Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars were leaking. Two additional devices were pulled and used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the b11lt device (a) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. The final quality release criteria were met before this batch was released for distribution. The analysis results found that the b11lt device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any possible leak failures. During testing the device leaked without the test probe inserted. We are unable to conclude what caused the reported event; however, an investigation has been initiated to determine the potential root cause of the leaking issues. We have documented the circumstances as they have been reported to us. The final quality release criteria were met before this batch was released for distribution. Device b additional information: batch # g9jc97, expiration date: 01/2015, manufacturing date: 02/2010, (B)(4) leak test failed without test probe.